Event description:
The lay user/patient's wife contacted lifescan on june 25, 2007 to inquire regarding the puncture vial notification letter she received. She then also reported that the patient's one touch ultrasmart meter was reading inaccurately erratic. The medical affairs specialist was not able to reach the reporter or the patient after several attempts via phone. A letter was also sent to the address provided. The reporter gave an "example" of the alleged erratic readings to be "150 mg/dl and 200 mg/dl," performed within 10 minutes of each other. It is not known as to when these tests were performed. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20mg/dl. The reporter further stated that she had to take the patient to the emergency room twice. However, the reporter only provided information regarding one of the visits, which occurred on in 2007 around 11:00 am. Prior to going to the ER, the patient was experiencing symptoms of fatigue, nausea, irritability, and his head was spinning around" (it is not known when he started experiencing the symptoms). The reporter also stated that prior to going to the ER and while experiencing the symptoms, the patient tested on the subject meter and received a result which did not indicate that his blood glucose was high (she could not recall the exact result.) The patient's blood glucose level on the ER meter was 300 mg/dl and he was treated with insulin. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in kept in the original vial, but the reporter stated that one time it looked like the vial was tampered with and another time, it looked like it was "melted." There is no further information regarding these allegations. The reporter did not have the meter/supplies with her at the time of the call. Although no specific blood glucose readings, medication regimen, and onset of symptoms during one of the event information provided, this complaint is reported because the reporter alleged the patient obtained a reading on the meter, which did not correlate with the symptoms experienced, and an unknown time frame later, he was treated for hyperglycemia at the hospital. A replacement meter, control solution, and test strips were sent to the lay user/patient.